Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an indirect right inguinal hernia and an umbilical hernia . It was reported that after implant, the patient experienced pain, recurrence containing fluid and inflammatory fat, and fluid-filled hernia causing mass effect on superior aspect of right testicle. Post-operative patient treatment included revision surgery.